Manufacturer narrative:
Continuation of d10: product ID 3708140 serial# (B)(6) product type extension h2. Correction: the extension serial number has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product type accessory product ID 3708140 lot# serial# (B)(6), product type: extension. H3: the lead extension (3708140 - (B)(6)) was returned, and subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #7 connector was pulled out/off at the proximal end of the extension. Connector #7 was broken 39.8cm from the distal end. The outer insulation was also broken / cut (cosmetic). Distal segment parts of the proximal end of connector #7 were not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an extension failure; after opening the package during the operation, they found that a section of the contact of the extension wire was broken. The extension was replaced and the issue was resolved. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
Continuation of d10: product ID: 3708140, serial#: (B)(6), product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot#: (B)(6), ubd: 04-apr-2028, UDI#: (B)(4), g2: the country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.